Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 564 mg/dl. Reportedly, customer was using off-label insulin. Tandem technical support educated customer on insulin labeling. A manual injection was administered to address bg level.